Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03687. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted along with the concurrent procedure of a rectal sphincter repair. It was reported that following insertion of the mesh the patient experienced dyspareunia, pain after intercourse, cramping, pelvic pain, vaginal pain, recurrent prolapse, and feeling of a bulge. It was also reported that on (B)(6) 2006 the patient underwent exam under anesthesia, laparoscopic lysis of adhesions, coagulation of hemorrhagic corpus luteum, and fulguration of endometriosis. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.